Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump history print out indicated 0.0 unit basal rates. The reporter did not have the pump in hand to troubleshoot at the time of the call. Animas attempted to follow up with the reporter to troubleshoot the issue but has been unsuccessful at this time. This report is made based on the allegation of unexplained zero unit basal segments in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings:a review of the pump black box found that all of the alleged 0 unit basal rates recorded in the history were associated with priming or boluses recorded. The pump was exercised for 24 hours without any issues and the total daily dose recorded for the duration of the test was appropriate. There were no changes to the pump basal rates during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.